Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited chronic capture anomalies and high thresholds,. The lead was explanted and replaced. The patient was doing fine before, during and after the procedure.